Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Instructions are provided to always wait until the "ready" light turns on to disconnect the battery from the battery charger. If this is not followed over consecutive charging cycles, the battery capacity display will not function properly and may convey misleading battery capacity. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a us site that the patient complained that his batteries were simply not staying connected. There are no visible bent pins on the controller, the site could not tell if this occurred on both power connections. No critical alarms were noted. The patient exchanged his controller as instructed by the coordinator. This did resolve the issue. He sent his controller with the problem back to the implanting center, they sent him a replacement from stock. The patient reports that the controller exchange was, "easy" and has seemed to correct the problem. There was no consequence to the patient. No additional information is available. The investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed multiple controller power up, motor start, and power switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. An internal investigation has been opened , to evaluate these types of issues. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose connector on power port 1 of the controller with a loose o-ring gasket. This issue is currently being investigated. The reported temporary power source disconnects could not be duplicated at the bench level. A possible root cause of the reported event can be attributed to a loose connector which may be attributed to a shift in the manufacturing process; however, the manufacture is still investigating this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.